Event description:
The manufacturer received information alleging a ventilator's external flow sensor failed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's external flow sensor failed. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's etco2 sensor was replaced to address the issue.